Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 460 mg/dl. The customer's current blood glucose is 345 mg/dl. The customer did experienced the symptoms such as nausea, thirsty, irritable, abdominal pain. Customer also states that insulin pump had power loss alarm. Customer states that they are able to clear the alarm and able to rewind the pump. The customer was treated by insulin shots and oral medication. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08715 inches. All operating currents are within spec., and no unexpected low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.